Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient inquired if the device was supposed to change settings on its own. They noted the therapy had not changed with positions. Patient services asked the patient to describe what was happening. The patient said he was getting good stimulation. They turned their stimulation down to 0.10 v and it stated that way and was fine. He then turned them down to basically nothing and the one for 'standing' position jumped to 2.70 v by itself. Patient services reviewed it was likely to be because of adaptive stimulation (as). It was reviewed that the patient needed to adjust and wait for 3 min in that position so that it remembered the setting. It was also reviewed that they could also turn as off. Patient services walked the patient through using the programmer to turn the settings off. Their controller told the to put batteries in. They were able to sync, it showed they were in an upright position at 0.0 v. The patient turned as off. And were showed how to turn as back on if he needs it in the future. The patient also mentioned he worked in a cattle farm and on friday he got hit by the electric fence pretty hard. He had felt it suddenly going down their leg and everything. They went to their doctor. No further allegations/complications were reported.